Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs systems. It was reported the pt experienced overstimulation of his legs, fell and lost stimulation to his back. Reprogramming was unable to resolve the issue and the pt was only able to feel stimulation in his stomach and ribs. X-rays are to be taken as the next course of action.